Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer's pump was alarming no delivery. The troubleshooting they performed was able to clear the no delivery alarm after replacing the insulin reservoir. The reservoir will not be returned for analysis.